Manufacturer narrative:
References the main components of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that the patient saw a "call your doctor" icon on the patient programmer and had seen this twice on the patient programmer starting (B)(6) 2016. The patient said that they may have hit the wrong button. There was no code on the programmer when the "call your doctor" screen showed. The patient programmer was reported to be working fine now and was not showing the icon. It was later reported that the patient say out of regulation (oor) on the patient programmer when they had been checking their implantable neurostimulator (ins) status on (B)(6) 2016 and (B)(6) 2016. An appointment with a manufacturer representative was scheduled for (B)(6) 2016. The patient had throbbing pain since before the implant. The throbbing pain was the reason the ins was implanted. The "toe pain" was the result of an accident and was what the ins was for. It was later reported on (B)(6) 2016 from the patient that they could not feel the settings on their stimulator. One minute they could feel it and the next minute they could not. The patient reported that they were having pain, there was a loss of therapy, and a loss of stimulation. This occurred intermittently. It was reported that prior to now the patient was able to feel a jolt or increase when they changed certain positions in (B)(6) 2013 and now that was no longer the case. The patient stated that they missed being able to feel the stimulation sensation. The patient only feels stimulation sensation on and off. There were no falls or traumas associated with the event. The patient tried different groups and could not feel any stimulation on groups f and g. The patient reported that on (B)(6) 2016 they had new settings created that they could feel that day but only intermittently since. The patient had contacted a manufacturer representative in order to set up an appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that as steps to resolve the intermittent stimulation sensations they had an adjustment of their device settings and was to call back for further assistance. The patient stated that the intermittent stimulation issue had resolved for a short period of time then they had the problem again and called the manufacturer. The oor message issue was also reported as resolved. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Upon review of the file the information that the patient had previously "been able to feel a jolt or increase when they changed certain positions in (B)(6) 2013 and now that was no longer the case" does not apply to this event. Upon review of the file, the device codes no longer apply to the event. The patient symptom no longer applies to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.